Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7180939. Medical device expiration date: 10/31/2018. Device manufacture date: 06/29/2017. Medical device lot #: 7157761. Medical device expiration date: 09/30/2018. Device manufacture date: 06/06/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfill.